Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg stopped communicating with external devices following an unrelated procedure where surgery mode was not turned on. A manufacturer representative met with the patient and confirmed the issue. The ipg was deemed inoperable. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Patient weight added after new information was received.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein the ipg was explanted and replaced. Post-operatively, stimulation was restored.